Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a left middle cerebral artery (l-mca) m2 occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 2a after treatment. A sylvian fissure subarachnoid hemorrhage (sah) has been confirmed after the soft retrieval device (subject device) was retrieved. The physician stated that the cause of the sah may be related to vessel damage.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a left middle cerebral artery (l-mca) m2 occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 2a after treatment. A sylvian fissure subarachnoid hemorrhage (sah) has been confirmed after the soft retrieval device (subject device) was retrieved. The physician stated that the cause of the sah may be related to vessel damage.

Manufacturer narrative:
The device is not available to the manufacture.